Event description:
It was reported that one day post implant of the right ventricular (rv) lead, there was high threshold, intermittent capture, decreased r wave and decreased impedance. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2006. (B)(4).